Event description:
It was reported that the pt expired in 2008, after an implant duration of approx 2 mos due to unk reasons. Reportedly, the device is not available for return, as it was reported that the implant was destroyed during cremation.

Manufacturer narrative:
Device not returned.